Event description:
The customer reported an issue with touchscreen responsiveness, where the pump screen turned off too quickly, although the screen was not cracked or shattered. There was no adverse impact to the customer's blood glucose level. To resolve the problem, technical support instructed the customer to adjust the screen timeout setting and perform tests, but the issue persisted. Consequently, technical support arranged to send a replacement pump with updated software and provided information about training available in the customer's tandem source account. The customer acknowledged and understood the steps required upon receiving the new pump, including putting the old pump into storage mode and returning it to tandem within ten days using a return box and prepaid label.